Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl, 113 mg/dl and treated with intravenous insulin drip. The customer assisted with troubleshooting. Customer stated the sensor stopped working and froze out the insulin pump. Customer reports they know the cause of the product not adhering. The customer declined troubleshooting for high blood glucose. The insulin will not be returned for analysis.